Event description:
Customer reported the system is displaying a "motor error" on boot up and filmer is not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and dried the system. Could not duplicate any errors, system operates as intended.